Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es result from one patient sample processed on a vitros 3600 immunodiagnostic system. Patient tropi es result = 0.806 ng/ml vs. Expected <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was reported from the laboratory. However, a corrected result was later on issued. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (b)(64.

Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros trop I es result was obtained from a single patient sample processed on a vitros 3600 immunodiagnostic system. The assignable cause of this event is unknown. Prior to service actions being performed, a troponin I free precision test was within acceptable guidelines; however, while it is unlikely that an instrument issue contributed to the event, due to an insufficient number of precision replicates processed, this cannot be entirely ruled out. In addition, the quality control in use does not adequately evaluate the performance of vitros tropi es reagent at troponin I concentrations < url (0.034 ng/ml); therefore, while it is unlikely a reagent issue was a contributing factor of the event, it cannot be completely ruled out. Finally, the investigation determined the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause of this event is unknown.